Manufacturer narrative:
Additional information: d10, h3, h6 (replace 4114 with 10, 3221 with 114). H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a cut on the cassette sheeting. An underwater pressure test was performed which noted a leak at the cut location. The reported condition was verified. The cause of the cut sheeting could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the cassette sheeting of a homechoice automated pd set with cassette. The cut in the cassette sheeting was discovered during the self-check process of the peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available